Event description:
It was reported that the patient underwent a procedure in which a spectra penile prosthesis (spp) was removed and a new inflatable penile prosthesis (ipp) was implanted due to unspecified reasons. No information was provided about the patient's outcome. No more information available through physician. Should additional information become available, it will be provided.